Manufacturer narrative:
(B)(4). It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ per IFU, if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal outer body diameter of a 20fr sheath is 7.5mm.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a descending aortic pseudoaneurysm, with a 20fr gore® dryseal flex introducer sheath used as an accessory during the procedure. A covered stent graft was advanced and deployed without any reported issues. It was then noted that the left external iliac artery was ruptured upon removal of the sheath. According to the report, the patient¿s access vessel was narrow (approximately 5.2mm in diameter at the rupture site) and heavily calcified. An additional stent graft was implanted to treat the rupture. The patient tolerated the procedure.